Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up the patients device could not be interrogated with rf antenna connected. Installation of new firmware was unable to resolve the issue. No additional interventions are planned. The patient condition is stable.